Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal suction tubing was pinched. This tubing was adjusted to remove the pinch which resolved the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI# (B)(4).

Event description:
The hospital reported that the suction is weak. There was no report of patient involvement.